Event description:
Blood loss exceeded on liter due to bi-lateral endarterectomies which were performed on the common femorals to remove excessive plaque prior to the initiation of the endovascular portion of the procedure.